Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the healthcare provider (hcp) contacted the manufacturing representative about a patient's side effect from stimulation. The hcp stated that the patient sees stars when applying pressure to the neck cable. When the hcp increases the amplitude the seeing stars effect goes away. Technical services reviewed to run impedance checks with the head in different positions. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative later reported that it was unknown if therapy was negatively impacted by the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported the cause of the issue was not determined. The patient reported the issue as beginning ¿just recently¿ to the hcp, who was not able to provide a specific date as to when it began.